Event description:
It was reported a power PICC solo 4fr single lumen insitu was flushed today and clinician noticed leakage PICC removed and hole 10cm. PICC inserted into patient on (B)(6) 2023 for IV antibiotics. Clinician went to carry out care and maintenance of the line this morning and noticed leakage from the exit site. PICC was removed and a hole was found 10cm from insertion site. Patient had 3 more days of treatment and has had to have the completion via peripheral cannula.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4 fr s/l powerpicc solo, one secur-a-cath and one pair of scissors was returned for evaluation. An initial visual observation revealed use residues throughout the returned products. A split was observed just distal of the 7 cm depth marker. A microscopic observation revealed a longitudinally aligned split at the corner of a kink just distal of the 7 cm depth marker. The kink was observed to have a circumferential, white line with ¿c¿ shaped impressions leading into the kink. The longitudinally aligned split had a granular fracture surface and was observed to be along the extrusion line. The kink exhibited features of flexural fatigue, due to cyclic kinking of the catheter. The wall thickness of the returned catheter measured to be within drawing specifications. Because the powerpicc solo was observed to have a split, the complaint of a leaking catheter is confirmed. The location of the damage suggested that catheter securement techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported a power PICC solo 4fr single lumen insitu was flushed today and clinician noticed leakage PICC removed and hole 10cm. PICC inserted into patient on (B)(6) 2023 for IV antibiotics. Clinician went to carry out care and maintenance of the line this morning and noticed leakage from the exit site. PICC was removed and a hole was found 10cm from insertion site. Patient had 3 more days of treatment and has had to have the completion via peripheral cannula. Additional information: the customer reported that the hole was initially thought to be at 10cm but on closer inspection it is around 7cm. No other information was provided.